Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, four locations of insulation damage were noted. The proximal segment of the lead was returned approximately 29 cm in length. The silicone insulation was torn apart 6.5 cm from the terminal pin where outer coils had melted apart. This was also seen at 19.5 cm from terminal pin, both seemingly from electro-cautery at explant. At 29 cm from the terminal pin the silicone insulation and both the inner and outer coils were fractured. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pace impedance after the patient fell. It was reported that the fall damaged the lead. The physician performed a lead revision. Sixteen years later this lead was explanted due to infection. The lead was returned for analysis. There were no additional adverse patient effects reported.